Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:15 am due to inconsistent readings from the prodigy diabetes glucose meter. The end user experienced confusion, slurred speech and sweating. During the time of the event the reading was 48 mg/dl and the paramedics were called. The paramedics performed a test with their meter and the result was 28 mg/dl and she received liquid glucose to assist in raising her glucose. The end user was transported to the ER and could not recall what treatment was provided. Upon discharge the end user stated her blood glucose was 300 mg/dl and was instructed to follow-up with her pcp. No further details were provided.